Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45 day routine follow up, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt) located on the top of the closure device. The physicians are deciding what oral anticoagulant (oac) medication to switch the patient to from coumadin. No further interventions or patient complications were reported.